Event description:
The fiber tip was retrieved using alligator forceps.

Event description:
It was reported that during a bph surgical procedure, with 94,000 joules used and 11 minutes expended, the fiber tip broke off while using fiber inside patient. The tip was retrieved. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was cleaned during the procedure. No harm to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and returned; the glass cap exhibits mild devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.